Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there were changes she felt were taking place with the therapy. The patient reported that sometimes she didn¿t need as much stimulation. The patient reported that it could go down a little and she was concerned about it, so she was looking to meet with a manufacturer¿s representative (rep) to review making changes. The patient reported that she had not been feeling well, unrelated to the implant and sedentary but was moving more now and had to turn down stimulation and hadn¿t known if it had been working. The patient reported an ¿electric feeling down the leg.¿ additional information was received from the patient on (B)(6) 2017. The patient reported that she was feeling stimulation down her leg. The patient reported that she didn¿t remember turning on her device but wondered if it could be on. The patient reported that on a couple of occasions in the hospital she ¿felt electricity running down her leg, very strong even though it was supposedly off.¿ the patient reported that when she leaned over to right on the bed she could feel the ¿shocking.¿ the patient was instructed to connect to her implant with the patient programmer (pp) and it showed that stimulation was turned on. The patient was advised to follow up with their healthcare provider (hcp) regarding the shocking and uncomfortable sensations. Additional information was received from the patient on (B)(6) 2017. The patient reported that the events that led up to the changes in her stimulation was a change in her activity level. The patient reported that she was more sedentary because she was having a nerve problem with her left leg, which was being treated and not related to the device. The patient reported that the implant was for her right leg. The patient reported that she had not been using the implant as much because she was more sedentary and didn¿t need it as often. The patient reported that she thought everything would go back to normal once her left leg issues were resolved and she got back to being more active. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the electrical feeling down the leg/shocking was that during this period of time, the patient was mostly sedentary and was unwell. The patient reported that she didn¿t realize it but when she turned therapy on she had it on the level she would have had it on when she was walking and sitting was causing problems and didn¿t realize she could have turned it down or off. The patient reported that it was 6-8 weeks of not feeling well. The patient reported that they were scheduling an appointment with their healthcare provider (hcp) and manufacturer¿s representative (rep) for the week following the 17th and they were ¿thinking of doing something with this in a different way¿ and the patient was very excited about this. No further complications were reported.